Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 5. Reference MFR. Report# 3006705815-2019-00010, reference MFR. Report# 1627487-2019-00032, reference MFR. Report# 1627487-2019-00033, reference MFR. Report# 1627487-2019-00034. It was reported the patient experienced blistering located at the ipg and lead sites due to an infection. In turn, the patient was prescribed antibiotics. However, the issue persisted and the physician opted to explant the system. Reportedly, the patient underwent surgical intervention wherein the scs system was explanted. The infection was healed post explant.

Event description:
Device 2 of 5: reference MFR. Report# 3006705815-2019-00010, reference MFR. Report# 1627487-2019-00032 , reference MFR. Report# 1627487-2019-00033 , reference MFR. Report# 1627487-2019-00034.